Event description:
This reported event originated from a foreign distributor in (B)(6). The distributor reported that the user interface module screen on one of their units does not power up. Only the leds on the membrane panel light up. They requested an RMA# to send the user interface module in for repairs. According to the distributor, the unit was not on a pt when the issue occurred.

Manufacturer narrative:
(B)(4). Carefusion technical support issued an RMA# to the distributor for the alleged faulty use interface module to be returned for repair. As of april 17, 2015 carefusion has not received the alleged faulty user interface module. Once received an evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
The alleged faulty user interface module was received on (B)(4) 2015. Carefusion service department evaluated the user interface module and was duplicated the reported event. The root cause was isolated to the control printed circuit board assembly. The user interface module was repaired by replacing the faulty control printed circuit board, and the device was shipped back to the customer. The defective control printed circuit board was forwarded to the failure analysis lab for further investigation. The failure analysis lab evaluated the control printed circuit board and also duplicated the reported event. The root cause was found to be a corrupted boot loader. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.